Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During procedure it was reported that, allegedly the stent was foreshortened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During the procedure, it was reported that, allegedly, the stent was foreshortened. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image demonstrating the placed stent inside vessel were provided. The reported issue could not be re produced which leads to inconclusive result. In this case the vessel was not tortuous/ calcified, the lesion was pre dilated, and system compatible 5fx10cm introducer with 0.035" guidewire were used for access. During deployment, the system was correctly held at the stability sheath and kept stationary; slack was removed before deployment, and the intended placement site was seen between the markers. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found described. In particular the instructions for use (IFU) state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an (...) 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter(...).' The IFU further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' E1, g3, h6 (method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.